Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 290 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. B5, d9, h10

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 290 mg/dl. The customer reverted to an alternate method of insulin therapy.